Manufacturer narrative:
As the subject device was not returned for evaluation, it was not possible to conduct a product evaluation. The device history record associated with part#: pal-r405ll/lot#: 0817312446 was reviewed and there were no anomalies identified related to the reported failure. While reporting the incident, the customer was asked how many times the cannula had been autoclaved. The customer stated approximately 50 times. This exceeds the recommended number of re-processing cycles per instructions for use. At that time the customer was notified that no more than 20 re-processing cycles is recommended. A review of the complaint history for pal-r405ll/lot#: 0817312446 has revealed one additional complaint against this lot, related to a cannula that bent during a procedure. A review of the complaint history associated with part#: pal-r405ll has revealed that this product is performing as expected with regard to the reported failure mode. Based on review of production records and complaint incident description, it is likely that the reported fracture of the tip of the cannula was due to weakening of the material due to excessive re-processing cycles. The customer was notified that no more than 20 re-processing cycles is recommended for re-usable cannulas.

Event description:
Customer has reported that during a liposuction procedure, while suctioning the right flank in the subcutaneous plane, it was identified that the tip of the 4.0mm liposuction cannula broke off in the patient's subcutaneous tissue. Attempts at palpating and locating the tip intraoperatively were unsuccessful. At the conclusion of the procedure, the patient's parent was instructed that a subsequent procedure may be necessary in order to retrieve the broken piece of liposuction cannula. It is not known, at this time, whether a subsequent procedure was conducted.